Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver reinitialization occurred. Product was provided for investigation. The allegation was confirmed via product as receiver stuck on initialization screen. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.